Event description:
Info received indicates the brake caster is not holding when in brake.

Manufacturer narrative:
The technician found the caster was worn. He replaced the brake caster to repair the bed.